Manufacturer narrative:
Replaced housing to fix the issue. No report of patient involvement. (B)(4).

Event description:
During depot repair check, it was noted that the unit is unable to latch to cart. There was no reported patient involvement.